Event description:
At the end of a laparoscopic appendectomy procedure, the appendix was dropped into the pouch and fell right out the bottom. Another pouch was opened and again it fell out. The third pouch was successful. There were no adverse consequences to the pt.